Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) by the right ventricular (rv) lead. The sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead. The sensitivity on the device was reprogrammed. The lead had a possible fracture. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched.